Manufacturer narrative:
Investigation: per the physician at the customer site, their target dose for the procedure was 10e6/kg per protocol. The physician reported that they realize this is high and said it often takes multiple procedures to collect. Per the customer, during the procedure the patient was administered 1020mg of calcium chloride volume (2mg/ml) 510 ml and 378mg of magnesium sulfate volume (3 mg/ml) 126 ml.the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Per the therapeutic apheresis handbook: a physician's reference, overall patient reactions may occur in approximately 4.8% of procedures. Of these reactions, most were mild and well tolerated. The run data file (rdf) was analyzed for this event. Based on the signals in the run data file, thespectra optia system operated as intended. There were no indications of any alarms, aim system issues, or clumping that negatively impacted the collection. Signals in the run data file did show that the collected product was relatively dark. The collection preference (cp) indicates a concentration of cells in the collect port and influences the color of the contents of the collect line. The cp was set relatively low during this collection, meaning the color of the product was likely darker. Investigation is in process. A follow up report will be provided.

Event description:
The customer contacted tbct to request a report for a continuous mononuclear cell (cmnc) collection on spectra optia performed on a sickle cell patient. The customer provided the patient's product data for this collection. After follow up from tbct the customer mentioned that the patient received a transfusion after they measured a drop in the patients hemoglobin (hbg) from 9 g/dl to 6 g/dl following the cmnc collection. The customer reported in the patient in good condition after the transfusion. The customer declined to provide the patient age. The optia collection set is not available for return because it was discarded by the customer. Full patient ID: (B)(6).

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: patient received a rbc transfusion for low hemoglobin. Product hct - 41.3% product volume - 292ml patient's sickle cells did not spin out due to the inlet flow rate and the collection preference settings being too low. The interface did not pack as hard as it should have. It is possible that these less dense rbcs were not compacted to the bottom because of the low packing factor of cmnc procedure. Some of the rbcs could then end up in the collect line when the rbc detector established its baseline. If the baseline is high to begin with, then subsequent readings will not trigger unless it goes over 1.5 looks like the cp was set at 30 and 20 for most of the run, normally would see a hematocrit around 5%. The two aim images submitted suggests that there is clumping and also some rbc striations that suggest separation issues. Often it is possible to collect more rbcs when the patient's rbcs contribute to the poor separation. Per discussions with the clinical trial monitor, they instruct their customers to collect dark (10%) because of failures to transduce product were collected light. There is no way for the operator to know during a cmnc procedure when they are collecting darker than they targeted since they would not be able to tell the difference. The patient's physiology was a key factor and the clumping observed in the connector contributed to the problem. Both calcium and magnesium infusion rates also contributed to the clumping seen. Therefore, optimal separation was not possible due to clumping interference with the interface. The rbc detector does not monitor anything during a cmnc procedure, therefore it cannot cause procedure success or failure. Patient stats:tbv = 3464 ml pre hct =28.1 %product volume = 292 ml product hct = 41.3% final fb = 139%based on these values, rbc in collect bag is 17.7%. Considering the fact that most of the extra fluid would not be staying intravenously, the reported 21.9% would line up with the rbc collected into the product bag. Average ac pump flow rate: 3.7 ml/min (this is obviously not a constant rate, so it is not confirmed that average is good enough to give what customer needed. Total ac used: 1491 ml ac to patient: 1437 ml patient¿s weight: 57 kg investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information is provided. Investigation: the collect pump was set at 1.0 ml/min for the entire collection. There was one inlet pressure was too low alarm at 133 minutes, the operator pressed continue after the alarm. There were no indications of any alarms or aim system issues that would have negatively impacted the collection. The final fluid balance was 139%. However, most of the extra fluid would not have remained in the vascular system. Assuming that the patient was isovolemic post procedure, the patient's hematocrit after the procedure is calculated as follows:final patient's hct = (973.34 - 120)/3464 ml*100% = 24.63% assuming all the extra fluid the patient received stayed in the vascular system at a final fluid balance of 139%, the patient's hematocrit after the procedure is calculated as follows:final patient's hct = (973.34 - 120) / (3464 ml x 1.39)*100% = 17.7% both scenario provide a hematocrit range of 17.7 % to 24.63%. This would align with the post hematocrit value (21.2%) provided by the customer. One aims image showed that the interface was relatively high with rbc layer well above the collect port (~75%) and the content in the collect port was very dark. The patient's diagnosis is sickle cell and the red blood cell distribution width (rdw) were 17.2 and 16.3 on 12/11 and 12/12, respectively. This is outside the normal reference range and it is indicative of a heterogeneous rbc population. Cmnc procedure utilizes a lower packing factor (4.5). It is possible that the variation in size and density of the red cells caused poor separation in the channel. As a result, these less dense rbcs were not compacted to the bottom and were collected along with the stem cells. The second image showed the interface at 50% and there was mild clumping in the collect port. Root cause: based on the aims images and the lab data provided by the customer, too many rbcs were collected into the collect bag resulting in the decrease in the patient's hematocrit. Possible root causes include but are not limited to:- poor cellular separation due to the patient's physiology- collection preference was set too high for the operating conditions corrected investigation: upon further investigation the following statement provided in the initial MDR for this event, "per the therapeutic apheresis handbook: a physician's reference,overall patient reactions may occur in approximately 4.8% of procedures. Of these reactions,most were mild and well tolerated." Is no longer applicable to this report.